Manufacturer narrative:
No additional information is available at this time. In the event that additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated an e360 ventilator's fractional inspired oxygen (fi02) display held constant at 18%. The value reported is below the set fi02 range. It was reported that an attempt to resolve the issue by re-calibrating the ventilator was unsuccessful. There were no patient injuries reported.